Manufacturer narrative:
Patient's surgeon reported a sterile dehiscence. Sp was explanted to allow for wound healing, and a new sp is expected to be implanted in 3-6 months. Manufacturing records were reviewed on 30-jun-2025, no issues related to device sterility were observed.

Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2025 that the patient had a sterile dehiscence. The sp was explanted on (B)(6) 2025 to allow for wound healing, and a new sp is expected to be implanted in 3-6 months. Patient/clinical history with emc: on (B)(6) 2008 (-) implant, on (B)(6) 2008 (-) turn on, on (B)(6) 2008 (-) activation, on (B)(6) 2008 (-) 2-month fitting, on (B)(6) 2009 (-) 4-month fitting, on (B)(6) 2010 (-) fitting, on (B)(6) 2013 (-) battery change, on (B)(6) 2018 (-) battery change, on (B)(6) 2025 (-) battery change, on (B)(6) 2025 (-) sp explant.